Manufacturer narrative:
The device has been received by the manufacturer for investigation. Only the battery pack was returned. It is unknown if the cord between the handpiece and the battery pack had been cut prior to the event. The instructions for use supplied with this device state: "warning: do not cut the power pack from the unit for disposal. Cutting through the power cable could result in shock, excessive heat and/or sparks, which may cause personal injury and/or fire." The sales representative has visited the account to retrain on the safe removal of the batteries.

Event description:
It was reported that after the procedure, the battery pack heated up and burned the hand of a nurse. The burn is classified as a severity 1, or first degree. The nurse ran her hand under cold water and did not receive and further treatment. There was no pt involvement.